Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional testing. The testing was unable to confirm the reported issue; the device passed delivery testing. The cause of the reported issue could not be confirmed.

Event description:
It was reported that the device infused less than programmed. Reporter stated that the tester tried multiple test stations and administration sets but got the same results (under delivery).